Event description:
It was reported that the unit was returned for repair. No further info is available. No reported pt consequence.

Manufacturer narrative:
Based on analysis results, this complaint is now determined to be a MDR malfunction. The unit was received at the international service center. Based upon the inquiry info received, visual and functional examination, the unit was found to require; defective rotational cable replaced and the unit was calibrated. After servicing, the unit passed all qa functional testing. The device history record has been reviewed and has passed qa inspection. Complaint info is trended on a regular basis to determine if further investigation is warranted.